Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from january 15, 2015 to january 16, 2015. The device was evaluated at the dublin compounding facility. Visual inspection revealed white floating particles. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white, floating particle in a large volume infusor device. The device was reportedly compounded with fluorouracil. There was no patient involvement. No additional information is available.